Event description:
Report reported that their one touch ultrasmart meter was reading inaccurately high. Medical affairs specialist called and spoke with the pt in 06/2004, who provided additional information. Pt was getting "really high readings" on their meter for a couple of days. The results were in the high 400s, which was considered very high for the pt. Pt did not provide any specific results and was also very vague on the description of the event. Based on the high results, patient was taking additional insulin (patient also could not provide the exact amount of the added insulin taken). On the second day, pt "started feeling bad." Pt had tested their blood glucose on the meter that morning and had obtained a result again in the high 400s. Pt took additional humalog insulin based on that result (dosage not provided). Pt was still feeling "bad" and so the family members took pt to the ER. At the ER, a lab test was done with a result of 30 mg/dl. The time difference between their meter result and the lab result was greater than 30 minutes. Therefore, this comparison is invalid. Pt was kept in the hospital for almost 3 hours. During troubleshooting, pt was walked through two control solution tests, which both failed outside the range. The test strips were not expired and were in good condition. Also, patient's testing technique was correct and the puncture area was cleaned properly. Pt also mentioned that their daily insulin regimen included the regular insulin (which pt took about 5-7 units 3 times a day), humalog insulin (which they took on a sliding scale if blood glucose was running high), and lantus (about 7 units at bedtime). This case is reported as an adverse event because the pt suffered a serious injury since pt admininstered additional insulin based on the meter results.